Manufacturer narrative:
(B)(4): the customer reported that the ac power module failed. A philips representative was at the customer site. The ac power module was tested and the failure was verified. Replacement of the module resolved the failure. As of 11/18/2010, there have been no further reports of this issue from this customer site. The unit remains at the customer site with the new module installed.

Event description:
The customer reported that the ac power module failed.